Event description:
Healthcare professional reported against left side "mild pain, burning of the skin, dull pain radiating to shoulder", rupture, "nodes with migrated silicone", "two left axillary nodes are palpated", and "multiple folds". The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.

Event description:
Healthcare professional reported "silicone infiltrated lymph nodes are seen, the largest measuring 6 mm." "Prosthesis of lobulated contours, irregular, with multiple folds inside, capsular distension, with presence of high density images, producing the sign of the snowstorm" "left breast in which the prosthesis is not clearly palpated. Breast tissue without nodules." "Mild pain on palpation in the lower pole." And "two left axillary nodes are palpated at level 2 of less than 2 cm, not painful." This is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional additionally reported the prosthesis is not clearly palpated. Breast tissue without nodules." "Mild pain on palpation in the lower pole." And "two left axillary nodes are palpated at level 2 of less than 2 cm, not painful." And anterior grade ii capsule this is for the left side. The device has been explanted and replaced.